Event description:
It was reported that t:slim x2 pump battery would not charge despite use of standard charging equipment and working wall outlet, and a power source alert appeared in pump history around time issue began. There was no adverse impact to the customer's blood glucose level. Customer had already tried leaving wall adapter plugged into working outlet for at least 30 minutes, after which pump began charging without need to change charging supplies, and no further assistance was required.